Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative that reported that the actions and interventions taken to resolve the empty pump was a pump fill was scheduled. The cause of the empty pump was unknown. The pump remained implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 the patient reported that they were seeing the code 8286 (empty reservoir) on their ptm (personal therapy manager). The company representative did not know if the patient was due for a refill. There were no patient symptoms reported. The company representative planned to follow up with the healthcare provider and the patient regarding the empty pump. No further complications were reported or anticipated.